Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee procedure on unknown date and topical skin adhesive was used. Following the procedure, 7-10 days post op the patient developed blistering around the edges of the mesh. The reaction was treated with benadryl injection and zyrtec depending on the severity of itching. Additional information has been requested.